Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.

Event description:
Customer reported receiving a suspected false positive result on (B)(6) 2021 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 15310h, reader sn (B)(4)). Repeat cue covid-19 tests performed on (B)(6) 2021 provided negative results. No further information was provided regarding this false positive event.